Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in egypt. It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was high and the patient was treated with manual injection.the infusion set was in use one day. No further information is available